Event description:
The customer reported bellavista1000 having technical failure 401 inspiration valve or device leaky prior patient use. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. However, logfile shows error e316 -blower failure and e401-device leaky. The insp valve is alarming error 4 and suspected as related to the blower. Asked the customer to do a inspiration block valve test and to check a known good moog blower. Root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to defective moog blower. As a resolution, vyaire medical replaced the blower, performed full calibration twice and the unit worked properly according to manufacturer specifications.